Manufacturer narrative:
The report of pump stoppage was confirmed based on the evaluation of the submitted log file, and the report of driveline compromise was confirmed based on the evaluation of the returned driveline. A distal end percutaneous lead replacement was performed and approximately 12 inches of the distal end was returned for evaluation. The driveline was returned with rescue tape covering approximately 5 inches of the driveline. The rescue tape was removed to reveal several small holes in the silicone jacket. Electrical continuity testing of the driveline in its returned condition found all wires to be intact. The silicone jacket and bionate layers were removed and some breakdown of the shielding was noted approximately 3.5 inches away from the connector. The shielding was removed and the underlying wires were examined under a microscope for damage. No damage was immediately identified; however, when the wires were suspended in a saline bath for high potential testing to check for current leakage, the testing revealed a breach in the red wire. The suspect area was re-examined under a microscope for damage and a small breach in the insulation of the red wire was located approximately 4 inches away from the connector. The observed wire damage appeared to be the result of fatigue due to abrasion against the braided shield. If the exposed conductors of the compromised red wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting electrical short to ground could have caused the low speed and pump stoppage events recorded in the submitted log file. The remaining driveline segments revealed no additional areas of compromised wire insulation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4.5 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump stop alarm in history along with concern for animals biting the driveline. The patient was reported to be asymptomatic. The manufacturer's technical services reviewed the provided log file and confirmed pump stop events on (B)(6) 2016 while connected to the power module. Internal x-ray images were unremarkable and from what they could tell the external image did not show any obvious damage. On 08/19/2016, technical services arrived onsite and successfully completed a driveline repair. There were no alarms post repair.